Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall. Notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer received new and relevant information on 02/10/2023 patient alleging in the airline and in the humidifier water reservoir. The patient has also alleged cough, burning nose, burning feeling in throat and lungs persistent ¿migraine¿ type headaches related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section.